Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated :"initial photo shows several erythematous rectangular blistering pulses on posterior leg. Subsequent photo's shows area healed with some residual post erythema and striping." While the information received to date (second degree burn) would not necessarily lead to permanent impairment of a body structure/function. The company is reporting the event in an abundance of caution. An examination of the subject device by a lumenis technical expert has been started at the user facility site, but has not been completed. Lumenis is continuing its investigation and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained a second degree burn to right leg following ipl treatment with a lumenis m22 laser. Furthermore user facility reported ipl hand piece tip is not cooling properly.

Manufacturer narrative:
06- august-2019 - update. A service engineer visited the facility and found that the device was working according to lumenis specification. No problem was found with the cooling system. Therefore, it can be concluded that device malfunction was not the suspected cause of the injury. The root cause of this event could not be established. Lumenis is submitting a follow-up MDR in order to update as adverse event only, with no product problem.